Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl at the time of incident and current blood glucose was 329 mg/dl. Customer reports the following symptoms related to their high blood glucose level such as nausea and extremely thirsty and vomiting, and dehydrated. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 devices properly with water exiting the infusion set. No prime anomaly noted. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).